Manufacturer narrative:
Additional components potentially involved in the event: product family: scs, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000084519. Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was scheduled for a lead revision, during the procedure it was found that the lead wasn¿t fully in the port. The lead was then repositioned, therapy restored.